Manufacturer narrative:
Concomitant products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37791, product type recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that there was a coupling problem and no stimulation sensation. There was a broken external antenna. The patient was not able to get any coupling boxes. They were up all night in pain because the implantable neurostimulator (ins) was not recharging. The day prior to the report they stopped feeling stimulation. The patient was asked to try recharging at the time of the report. The ins icon was showing lightning bolt but they were still not getting any coupling boxes and did not feel stimulation. The ins icon was showing empty. The patient was sent a new antenna and still did not have any coupling boxes filed it. The recharger just kept flickering and nothing else happened. The whole screen was flickering. The patient reset the recharger to see if the issue would resolve. The recharger was disconnected from the wall and the connector pin and recharger were successfully reset; still no coupling boxes. The patient tired moving the belt/antenna a little lower twice; still no coupling. The patient turned the antenna dial three tim es and was able to get two boxes. They then readjusted the antenna again and moved it down about a finger worth; no coupling; they went away. The patient was not using a belt. The patient had a belt but did not know where it was. The patient understood how to attach the antenna and that nothing should cover the antenna. It was reviewed how to properly adjust the antenna and obtain coupling. Then it was reported the patient did not have concerns with their device or therapy and they received assistance from their healthcare provider (hcp) or manufacturer representative and their concerns were resolved. They did not remember the appointment date and it was noted they were sick.